Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: the images were unlabeled. The thumbnails were used to complete the assessment. Loosening and failure of an acetabular component was confirmed. Four broken screws could not be confirmed, but from the x-rays there was likely breakage of two screws. Root cause: a root cause cannot be determined without additional medical records. But, it would appear that the revision cup did not achieve ingrowth for long term fixation. The cause for lack of ingrowth cannot be determined. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to broken screws and shell loosening. Clinician review of the provided records confirmed loosening and failure of an acetabular component. Four broken screws could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, dated x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "right revision total hip arthroplasty. Acetabular component, possible femoral component. All acetabular components were removed. Observation: 4 broken screws removed and cup was loose. No further information available per hospital."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
As reported: "right revision total hip arthroplasty. Acetabular component, possible femoral component. All acetabular components were removed. Observation: 4 broken screws removed and cup was loose. No further information available per hospital."